Event description:
It was reported that the ilet user experienced hyperglycemia with a confirmed blood glucose of 414 mg/dl after a recent supply change with an inset 6 mm, 23-inch infusion set. The infusion set was found kinked and the user acknowledged not spring-loading the set, indicating improper procedure related to the infusion set component. Symptoms included hyperglycemia, anxiety, and muscle weakness, with elevated ketones that subsequently resolved. Outcomes included serious injury. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving failure to follow instructions during infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.